Manufacturer narrative:
The investigation of the returned device found the balloon ruptured, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the rupture, but the damage is consistent with the device experiencing inflation pressure exceeding the strength of the balloon membrane.

Event description:
It was reported that the physician was treating an ica aneurysm on the right. A coil embolization in remodeling technique was planned. As the balloon for remodeling a scepter c 4-20 was chosen. The balloon was prepared without any issue. During the third inflation (inside the patient), the physician noticed a sudden deflation and contrast media rinsing from the distal tip of the scepter c. The balloon was completely deflated and removed from the patient body. When the physician checked the balloon, they found a leakage. The scepter c was exchanged and the examination continued with good result. The patient is doing well. No injury caused by this issue. There was no intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for analysis. However, the device has not yet been returned to the manufacturer. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that the physician was treating an ica aneurysm on the right. A coil embolization in remodeling technique was planned. As the balloon for remodeling a scepter c 4-20 was chosen. The balloon was prepared without any issue. During the third inflation (inside the patient), the physician noticed a sudden deflation and contrast media rinsing from the distal tip of the scepter c. The balloon was completely deflated and removed from the patient body. When the physician checked the balloon, they found a leakage. The scepter c was exchanged and the examination continued with good result. The patient is doing well. No injury caused by this issue. There was no intervention.